Event description:
Device malfunction: stent migration. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that after the xact stent was deployed in the right internal carotid artery, the stent moved downward 3mm, extending into the edge of the carotid artery. Although the lesion was completely covered by the stent, and the physician felt that it was secure, he did not post dilate and risk further movement. There was no adverse patient effect. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system was not returned for evaluation. Reportedly, there was no resistance noted during the advancement of the stent delivery system to or through the lesion, and no resistance was noted while rotating the deployment actuator on the stent delivery system handle during stent deployment. There were no device anomalies reported during the inspection prior to use and device preparation. The xact instructions for use states to "carefully inspect device components prior to use to verify that they have not been damaged and that the size, shape and condition are suitable for the procedure for which they are to be used. A device or access device which is kinked or damaged in any way should not be used. If pouch is damaged do not use... The stent may cause thrombus, distal embolization or may migrate from the site of implant down the arterial lumen. Appropriate sizing of the stent to the vessel is required to reduce the possibility of stent migration. In the event of thrombosis of the expanded stent, thrombolysis and pta should be attempted.... Do not use a prepared xact carotid stent system if the stent is not fully constrained within the delivery system. Do not use if the stent is partially deployed. If, after preparation, a gap between the catheter tip and the outer sheath exists, rotate the deployment actuator in an anti-clockwise direction until the gap is closed." Moreover, based on the instructions for use, movement of the stent is a potential adverse event associated with carotid and embolic protection systems. Factors that may contribute to stent migration or malposition include, but are not limited to, slack in the delivery system, inadvertent rotation of the deployment actuator, inappropriate sizing of the stent to the vessel, or lesion/stenosis morphology. At manufacturing, the xact device is 100% visually inspected before packaging. Without the returned device or images for evaluation, a definitive cause of the stent migration could not be identified. The available information does not suggest that there was a device quality deficiency, but rather the circumstances of the case contributed to the event. The incident is likely attributed to operational context of the device. A review of the finished device lot history records did not reveal any non-conformity which could have contributed to this event.